Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the iliac vein. A 12x90/8fr 75cm wallstent® endoprosthesis stent was advanced to dilate the lesion. However, the stent was unable to stay open after being deployed. A second kit was used and the procedure was completed. No patient complications were reported and the patient's status was stable.